Manufacturer narrative:
Customer care received information via chatter that a patient decided to stop using the sensor. The patient found the sensor too troublesome, inaccurate, and prone to constant false alarms. She acknowledged that the sensor was placed in an off-label position and planned to have it removed in september. The case was escalated, and it was noted that there was no current data or use of the system since early december 2024. During the last period of use, blood glucose values generally matched sensor glucose values, with occasional differences due to lag. The case was closed.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 28 may 2025. G3. Date received by the manufacturer? 28 may 2025. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.